Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Rv lead impedance warning on (B)(6)-2013. 22 v- short interval counts (sic) occurred lifetime, but none since last session or prior to last session. R-waves are between 6.5 and 8.5 over last two weeks, with average of .5 over last 81 weeks.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a5dr01, implantable pulse generator, (B)(6) 2011; 5534, implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increase in short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.